Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a problem getting adaptivestim to work correctly and inability to program adaptivestim. It was reported they met with a patient to start up her adaptivestim function. It was reported they did this for the first time last winter but, according to the patient, it hadn't been working at all. They tried to do it all over again but there was no success this time either. The patient programmer indicated it was all up and running. It was unknown if they were doing anything wrong or if it was a technical problem. Review of the device data by technical services indicated that the ins was configured for adaptivestim, but not programmed. There were no settings set for each position. Additional information was received from the manufacturing representative reported that adaptive stimulation was started in (B)(6) 2017. Since (B)(6) 2017 the patient can state for sure that it has not worked. No symptoms were reported. Troubleshooting included checking the adaptive stimulation settings were correct and did a reset of the adaptive stimulation function. A reset of the adaptive stimulation function was performed and started it up again from the beginning. The implantable neurostimulator (ins) just stayed on the same program no matter what body position the patient changed to. The patient programmer display showed the right body position when the patient changed positions but the program did not change. It showed that adaptive stimulation was on and they checked with the physician programmer that all programs were open for adaptive stimulation. The cause of the issue was not determined. The patient could change the program manually but the adaptive stimulation was off.